Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced physical pain, vaginal erosion, and abdominal pain. The patient also experienced worsening of a cystocele, requiring the need for additional surgery. All other information is unknown and unavailable.

Manufacturer narrative:
(B)(4).